Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The event is related to the liner fracturing first, the harm of metallosis is secondary to the first event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The event is related to the liner fracturing first, the harm of metallosis is secondary to the first event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#103202 taperloc por fmrl 7.5x135 lot#521400. Cat#105423 rnglc locking ring sz 23 lot#unk. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01615, 0001825034-2021-01616 .

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately 6.5 years ago. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. Subsequently, approximately 4 years later, the patient was revised again. The acetabular cup, liner and head had broken resulting in pseudotumor formation and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.